Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay reporter/mother contacted lifescan (lfs) another country in 2007 alleging inaccurate high readings on the pt's one touch ultra meter. In 2007 around midday, the pt obtained blood glucose of hi (>600 mg/dl) and did not exhibit any symptoms. A usual blood glucose reading for the pt is around 200 mg/dl. The school contacted the medical center to confirm how much insulin the pt should be given. The school was advised to treat the pt with 0.5 units of novorapid and that the pt should be taken out of school to play in the park and to run and move around so that her blood glucose would go down. The pt was treated with the insulin and ate. She went to the park at 2:30 pm with her grandfather who tested her blood glucose prior to playing and obtained a hi. Pt played and the grandfather who is not a diabetic tested his blood glucose using his granddaughter's meter and obtained a hi. At about 4:00 pm, the pt exhibited symptoms of feeling weak and pale in the face. The grandfather did not test the pt's blood glucose; however, took her to the medical center where she was tested on the hospital's device with a result of 48 mg/dl. Physician then replaced the pt's test strips and tested the pt using the new test strips and obtained another result of hi. Physician ran a quality control test and obtained a hi. Pt was treated with 1 liter of orange juice and was under observation for 45 minutes and felt better. She was released from the medical center at 5:00pm. Subject test strips and the meter are currently at the medical center; therefore, customer care advocate (cca) was unable to verify the results in the memory of the meter. The test strips were in good condition and not expired. The test strip vial was not cracked or broken. The technique of applying blood on the test strip was correct. Cca sent the pt a replacement meter. The complaint is being reported as the pt alleged that she received a "hi result and after treating herself based on the result she became hypoglycemic.